Event description:
Additional information was received that the patient's diagnostics were within normal limits. The physician further denied any increased seizures for the patient. No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her vns device enabled on (B)(6) 2015, following implant (B)(6) 2015, and has since been having more headaches which she believes may be related to more seizures. No additional relevant information has been obtained to date.